Event description:
This rv lead was implanted on (B)(6) 2003 and was previously capped on (B)(6) 2018 due to an unknown product performance issue. A product experience report was received on 03/27/2018 stating that this lead was part of a system that had an infection or sepsis. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).